Event description:
During ventilation testing, the ventilator triggered a disconnection alarm although a disconnection was not present. Ventilation continued during this incident.

Manufacturer narrative:
It is currently suspected that the issue is connected to the exhalation cover/membrane and was interpreted as a disconnection by the system. Investigation is ongoing.